Manufacturer narrative:
The deltamaxx (cdx180520-30, lot c32730) will not be returned, therefore the root cause of the coil becoming unraveled and knotted during insertion cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the hospital reported that during emergency embolization of an abdominal bleed the dcs syringe ii (635-002 / 96331239) did not detach a coil and a deltamaxx (cdx180520-30 / c32730) became unraveled during insertion. The patient's vessels were heavily tortuous but the calcification level was unknown. A chikai (asahi intecc), an excelsior sl-10 (stryker), an okay ii (goodman), and an enpower dcb / cable (lots unknown) were used for this procedure. The complaint syringe was used to detach a galaxy (7x21, lot unknown), but the physician was unable to detach the coil despite the fact that the syringe was pressurized to the green zone. The alternative detachment was conducted but to no avail. The syringe was swiftly replaced with a new one, with which the coil was successfully detached. The complaint deltamaxx was used for the other target lesion site, but the microcoil became unraveled during the insertion. The coil was recovered, but it was discovered that the microcoil was knotted and unfit for re-use. A galaxy (6x15, lot unknown) was used instead, and the target site was successfully embolised. The procedure was completed by adding nbca. There were no procedural delay and no patient injury / complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The syringe was filled with saline from a dedicated source of saline. The syringe was not used to deploy any coils prior to this one. The syringe had not previously exceeded the green zone prior to the event. There was no stress against the microcatheter and delivery tube. The coil delivery system was prepped without any difficulty. There was no report of any resistance experienced. No visible damage was noted on the product prior to the events. Due to the fact that the patient was a (B)(6) carrier, the complained products have already been disposed.